Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("fallopian tube perforation") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a (B)(6) female patient (gravida 7, para 5) who had essure (batch no. A47946, a47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, miscarriage, multigravida and multiparous. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included hyperthyroidism since 2012. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced device expulsion ("migration of the device/ migration of essure device location of device: uterus"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery ("she has to deliver a month early on her last baby having essure."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (caesarean section). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, device expulsion, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016. Discrepancy in product insertion date. Previously reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Type of test: hysterosalpingogram (hsg). Result of test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. New reporter added and reporter information updated. Plaintiff demography added . Pregnancy outcome updated. Her historical conditions and concomitant condition and concomitant drug added. Lab data updated. Essure indication updated. Essure insertion date was updated. Essure lot number was added. New events: uterine perforation, vaginal infection, abnormal bleeding (vaginal/ menorrhagia), migration of essure device location of device: uterus, dysmenorrhea (cramping) and vaginal discharge and premature delivery added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("fallopian tube perforation"), premature delivery ("she has to deliver a month early on her last baby having essure.") And pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a 37-year-old female patient (gravida 7, para 5) who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, miscarriage, multigravida, parity 4 and abortion. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included hyperthyroidism since 2012, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, rectal bleeding since (B)(6) 2013, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, thyroid disorder, seasonal allergy, dyspnea since (B)(6) 2016 and acute bronchitis since (B)(6) 2016. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 2 months 1 day after insertion of essure, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced device expulsion ("migration of the device/ migration of essure device location of device: uterus/ migration of essure device location of device:endometrium/ seen. The essure coil was seen embedded in the left lateral wall of the uterus"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the uterine perforation, fallopian tube perforation, premature delivery, pregnancy with contraceptive device, device expulsion, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016 discrepancy in product insertion date. Previously reported (B)(6) 2013 removal details: on (B)(6) 2016 : 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion type of test: hysterosalpingogram (hsg). Result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added: depression, mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/ migration of essure device location of device: uterus/uterus perforation/migration of the device/ migration of essure device location of device: uterus/ migration of essure device location of device: endometrium seen."), embedded device ("the essure coil was seen embedded in the left lateral wall of the uterus"), fallopian tube perforation ("fallopian tube perforation"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), premature delivery ("she has to deliver a month early on her last baby having essure.") And pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)/pregnancy (with complications)") in a 37-year-old female patient who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, miscarriage, multigravida, parity 5 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2011, (B)(6) 2012, (B)(6) 2016) (preterm delivery on last baby due to essure)) and abortion. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included hyperthyroidism since 2012, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, rectal bleeding since (B)(6) 2013, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, thyroid disorder, seasonal allergy, dyspnea since (B)(6) 2016 and acute bronchitis since (B)(6) 2016. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, 2 months 1 day after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016,, cesearean, salpingectomy (bilateral removal of fallopian tubes) and ablation). At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, depression and anxiety had not resolved and the embedded device, fallopian tube perforation, premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016. Discrepancy in product insertion date. Previously reported (B)(6) 2013. Removal details: on (B)(6) 2016 : 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Patient currently planning for removal- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: type of test: hysterosalpingogram (hsg) result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Outcome of the events were updated. Medical history was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/migration of essure device location of device: uterus/uterus perforation/migration of the device/ migration of essure device location of device: endometrium seen/ uterus// one coil was floating around'), embedded device ('the essure coil was seen embedded in the left lateral wall of the uterus'), fallopian tube perforation ('fallopian tube perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), premature delivery ('she has to deliver a month early on her last baby having essure.') And pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)/pregnancy (with complications)') in a 37-year-old female patient who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, miscarriage, multigravida, parity 5 (B)(6) 2003, (B)(6) 2008, (B)(6) 2011, (B)(6) 2012, (B)(6) 2016 (preterm delivery on last baby due to essure)), abortion and overweight. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included acute bronchitis since (B)(6) 2016, dyspnea since (B)(6) 2016, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, rectal bleeding since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, hyperthyroidism since 2012, thyroid disorder and seasonal allergy. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal"), 2 months 1 day after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/pain/pelvic pain") and vaginal discharge ("vaginal discharge/vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016,, cesearean, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved, the embedded device, fallopian tube perforation, premature delivery and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, pelvic pain, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016 discrepancy in product insertion date. Previously reported (B)(6) 2013 removal details: on (B)(6) 2016 : 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Patient currently planning for removal- yes. She did not claim that essure worsened a previously existing injury/condition. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion, everything was fine. Type of test: hysterosalpingogram (hsg) result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/migration of essure device location of device: uterus/uterus perforation/migration of the device/ migration of essure device location of device: endometrium seen/ uterus// one coil was floating around'), embedded device ('the essure coil was seen embedded in the left lateral wall of the uterus'), fallopian tube perforation ('fallopian tube perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), premature delivery ('she has to deliver a month early on her last baby having essure.') And pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)/pregnancy (with complications)') in a 37-year-old female patient who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, miscarriage, multigravida, parity 5 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2011, (B)(6) 2012, (B)(6) 2016 (preterm delivery on last baby due to essure)), abortion and overweight. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included acute bronchitis since (B)(6) 2016, dyspnea since (B)(6) 2016, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, rectal bleeding since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, hyperthyroidism since 2012, thyroid disorder and seasonal allergy. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal"), 2 months 1 day after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/pain/pelvic pain") and vaginal discharge ("vaginal discharge/vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, cesearean, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved, the embedded device, fallopian tube perforation, premature delivery and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, pelvic pain, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016 discrepancy in product insertion date. Previously reported (B)(6) 2013 removal details: on (B)(6) 2016 : 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Patient currently planning for removal- yes she did not claim that essure worsened a previously existing injury/condition. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion, everything was fine. Type of test: hysterosalpingogram (hsg) result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("fallopian tube perforation") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a 39-year-old female patient (gravida 7, para 5) who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, miscarriage, multigravida, parity 4 and abortion. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included hyperthyroidism since 2012, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, rectal bleeding since (B)(6) 2013, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, thyroid disorder, seasonal allergy, dyspnea since (B)(6) 2016 and acute bronchitis since (B)(6) 2016. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced device expulsion ("migration of the device/ migration of essure device location of device: uterus/ migration of essure device location of device:endometrium/ seen. The essure coil was seen embedded in the left lateral wall of the uterus"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery ("she has to deliver a month early on her last baby having essure."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (caesarean section). At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016, discrepancy in product insertion date. Previously reported (B)(6) 2013, removal details: on (B)(6) 2016: 37 weeks, placenta previa, breech presentation, desires, sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion, type of test: hysterosalpingogram (hsg), result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/migration of essure device location of device: uterus/uterus perforation/migration of the device/ migration of essure device location of device: uterus/ migration of essure device location of device: endometrium seen."), embedded device ("the essure coil was seen embedded in the left lateral wall of the uterus"), fallopian tube perforation ("fallopian tube perforation"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), premature delivery ("she has to deliver a month early on her last baby having essure.") And pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)/pregnancy (with complications)") in a 37-year-old female patient who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, miscarriage, multigravida, parity 5 (07jan2003, 08jan2008, 21sep2011, 19dec2012, 20apr2016 (preterm delivery on last baby due to essure)) and abortion. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included hyperthyroidism since 2012, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, rectal bleeding since (B)(6) 2013, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, thyroid disorder, seasonal allergy, dyspnea since (B)(6) 2016 and acute bronchitis since (B)(6) 2016. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, 2 months 1 day after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016,, cesearean, salpingectomy (bilateral removal of fallopian tubes) and ablation). At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, depression and anxiety had not resolved and the embedded device, fallopian tube perforation, premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016 discrepancy in product insertion date. Previously reported 1-jan-2013 removal details: on 20apr2016 : 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Patient currently planning for removal- yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-apr-2013: results: total bilateral occlusion. Diagnostic results: type of test: hysterosalpingogram (hsg) result of test: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Outcome of the events were updated. Medical history was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/migration of essure device location of device: uterus/uterus perforation/migration of the device/ migration of essure device location of device: endometrium seen/ uterus// one coil was floating around'), embedded device ('the essure coil was seen embedded in the left lateral wall of the uterus'), fallopian tube perforation ('fallopian tube perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), premature delivery ('she has to deliver a month early on her last baby having essure.') And pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)/pregnancy (with complications)') in a 37-year-old female patient who had essure (batch no. A47946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, miscarriage, multigravida, parity 5 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2011, (B)(6) 2012, (B)(6) 2016 (preterm delivery on last baby due to essure)), abortion and overweight. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included acute bronchitis since (B)(6) 2016, dyspnea since (B)(6) 2016, hypothyroidism since (B)(6) 2016, asthma since (B)(6) 2016, rectal bleeding since (B)(6) 2013, burning sensation since (B)(6) 2013, urine odour abnormal since (B)(6) 2013, genital herpes since (B)(6) 2013, ovarian cyst since (B)(6) 2013, hyperthyroidism since 2012, thyroid disorder and seasonal allergy. Concomitant products included levothyroxine since 2002. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric condition: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal"), 2 months 1 day after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/pain/pelvic pain") and vaginal discharge ("vaginal discharge/vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, cesearean, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved, the embedded device, fallopian tube perforation, premature delivery and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, pelvic pain, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per pfs: plaintiff not underwent her essure (or any part of the device) removal. She has to deliver a month early on her last baby having essure. C section on (B)(6) 2016 discrepancy in product insertion date. Previously reported (B)(6) 2013 removal details: on (B)(6) 2016: 37 weeks, placenta previa, breech presentation, desires sterilization. Primary low transverse cesarean section and bilateral salpingectomy. Discrepancy in product, previously removal date was reported. In recent follow up it was given as essure not removed. Patient currently planning for removal- yes she did not claim that essure worsened a previously existing injury/condition. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion, everything was fine. Type of test: hysterosalpingogram (hsg). Result of test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.